Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad assembly noted during visual inspection. Device had a cracked reservoir tube lip. Pcap locked into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the down button on the insulin pump had stuck button alarm customer stated that they did not press a button down for 3 minutes or longer. Troubleshooting was done for keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad assembly noted during visual inspection. (B)(4).